Event description:
The customer reported the unit alarmed often and a displayed a system failure message. It was necessary the system to be rebooted to restore functionality. It is likely the system locked up. There was no patient injury or death reported.

Manufacturer narrative:
A ge service representative performed an on site investigation. The x-ray monoblock adn the control panel were replaced during the service call. The system was tested and found to be working as intended adn put back into service.